Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient had no hearing performance with the device during appointment. The patient will be re-implanted but a date is not yet known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had no hearing performance with the device during appointment.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by an external impact, was determined to be the root cause of device failure, even though no such causal event, like an accident, is mentioned in the patient report. The reported erosion of the electrode could not be located, as the active electrode was found to be cut in that area. This is a final report.

Event description:
The patient had no hearing performance during appointment. The patient suddenly lost sound about 10 days before the appointment but no trauma has been reported. The patient has been re-implanted.